Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
Per the affiliate: when the physician wanted to implant the smart stent, he realized that the proximal part of the shaft was released from the deployment device. The other devices used were a 6f arrow sheath 12 cm long, a 0,035 emerald guide wire, and a 4f catheter. When the device was received by cordis, it was noted that the stent was deployed and mounted in the slider device. Additionally, it appears that the outer sheath separated in two pieces, however, the inner shaft/guidewire lumen and distal tip remain intact.